Event description:
It was reported that the pump's check syringe plunger sensor will appear even after replacing all of the parts and having performed a calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt and the top case was chipped on the front corner. An error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation. Root cause of the reported issue is due to improper assembly by the customer whereby the timing plates were not set properly and the plunger cable was loose. Re-set the timing plates and checked all connections in the plunger head. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.